Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken non-patient end cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. As the return sample was in open condition, the root cause of the broken non-patient end cannula cannot be determined. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Lot: 4297011, catalog: 320550, date of event: unknown, samples: yes, cl. Sent: thursday, on (B)(6) 2025 9:19 pm. To: product complaints <productcomplaints@embecta.com. Subject: nano pen needles 4mm 32g. My husband started using these for his glp-1 medication. One of the needles broke while injecting the medicine. Thankfully, it didn't stay in his skin but his dosage wasn't completed because of the needle breaking off during the injection. I kept the needle and pen; in case you need it. Any idea as to why this occurred? (B)(6) 23july2025: update/additional information from nacc. Additional information: spouse of consumer stated, the needle break only happened once. Stated, when giving her husband his injection, the insulin flow stopped, she heard a "click", looked down and noticed the needle had broken off, (patient end). Stated, she was able to catch the broken needle in her hand. Stated, her husband has a "small bruise" but no medical intervention.